Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator unit subsequent to sustaining a head trauma. The patient underwent a revision surgery (date not reported) to place the implant body back into place; however, the issue could not be solved and the patient experienced a infection around the implant side.explantation is planned; however, it is unknown if the surgery has taken place as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2014; not june 25, 2014, as previously reported. This report is filed october 21, 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. This report is filed (B)(4) 2014. Device not yet received by manufacturer.